Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 20, the implant had not achieved osseointegration. Clinician reports an infection, pain, mobility, inflammation and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 20, the implant had not achieved osseointegration. Clinician reports an infection, pain, mobility, inflammation and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.